Event description:
Two incidents occurred during insertion of posterior xmesh cage. 1. During insertion, cage froze and wouldn't expand. Surgeon removed cage and device was evaluated and reattached to inserter. 2. Upon 2nd attempt to place cage, the device became stuck on the inserter and would not disengage. Surgeon had to remove device and opted instead to use surgical ti mesh. Post op upon review of implant, there was considerable damage to the set screw discovered.

Manufacturer narrative:
The returned custom cage inserter featured no immediately observable defects. The custom inserter features lobes that jut out from the distal tip of the instrument at approximately 10 degrees to the right. The geometry and interface of the returned cage would allow the two center lobes to be inserted into the center of the cage, but the two lobes superior to the central lobes could not. The two holes superior of the central holes of the cage are not at this same angle and are a similar distance apart. The superior lobes of the inserter are too close together to be used on any of the sets of holes featured on the cage. The cage footprint does not appear to match the appropriate foot of the inserter. It was revealed after the parts were returned that the incorrect inserter for this cage had been returned, thus explaining why the inserter and its tip were not compatible with the cage. The inserter was noted to have ¿small¿ etched into its side while the 1889-21-028 cage is a ¿medium¿. The cage and inserter are therefore incompatible. With the incorrect inserter (small) being returned, we cannot directly test the cage and inserter used in the procedure (medium) that had reportedly stuck to the cage. It was while the medium inserter and the cage were stuck together, an attempt to separate the two was made that involved force. The force was placed on the set screw threads in this attempt, leading to the threads of the set screw becoming damaged. Addendum by jn, 4/10/15: the medium inserter was returned after the initial evaluation. It was noted that this inserter had no difficulty in operating, which included attaching to, expanding/retracting, and being removed from the cage. No product problem observed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root causes for the reported issues cannot be determined from the samples and the information available. A potential root cause for the cage freezing is inadvertent over-extension of the cage during insertion, leading it to becoming misaligned and therefore becoming unable to be reduced properly. The root cause for the device becoming stuck in the inserter cannot be determined as the correct inserter was not originally returned for evaluation. The correct inserter was returned later and featured no defects. As there has been no issue identified in the manufacturing or release of the devices that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.